Event description:
Customer reported going to the emergency room due to an issue while using the insulin pump and related supplies for insulin therapy. The lowest recorded blood glucose (bg) level related to the incident was 35 mg/dl, indicating it dropped below the normal range. The cause of the low bg was unknown. To address the low blood glucose level, the customer performed a glucagon injection and later received intravenous saline treatment at the ER, which successfully resolved the issue. No permanent damage was identified by healthcare professionals, and the pump system check confirmed that the pump was functioning correctly.